Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon emerged (flat/ unraveled). And the top half is missing [foreign body in reproductive tract] . Uncomfortable - vagina [vulvovaginal discomfort]. Tampon has unraveled whilst inside me. No longer cylindrical emerged flat/ unraveled [device physical property issue] tampon emerged...top half is missing [device breakage]. Case narrative: consumer reported via email that the tampon emerged with the top half missing. No serious injury was reported.

Event description:
Tampon emerged (flat/ unraveled)..... And the top half is missing [foreign body in reproductive tract] uncomfortable - vagina [vulvovaginal discomfort] tampon has unraveled whilst inside me...no longer cylindrical emerged flat/ unraveled [device physical property issue] tampon emerged...top half is missing [device breakage]. Case narrative: consumer reported via email that the tampon emerged with the top half missing. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.